Event description:
Reportedly, the programming session crashed and a pop up message asking to close the session was displayed when the user wanted to perform leads impedance tests. When the ICD was re-interrogated, after closing the session, the programmer asked to reset the ICD. Also vf episodes were recorded in the device memory on (B)(6) 2017, which corresponds to the delivery date of the ICD. Preliminary analysis results suggest that the reset was caused by an abnormal decrease of the device internal energy supply.

Event description:
Reportedly, the programming session crashed and a popup message asking to close the session was diplayed when the user wanted to perform leads impedance tests. When the ICD was re-interrogated, after closing the session, the programmer asked to reset the ICD. Also vf episodes were recorded in the device memory on (B)(6) 2017, which corresponds to the delivery date of the ICD. Preliminary analysis results suggest that the reset was caused by an abnormal decrease of the device internal energy supply.